Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 9-0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump and to call back if issue happened again, and confirmed understanding of instructions.